Event description:
The customer contacted beckman coulter inc (bec) in regards erroneous low tbhcg result for one patient, who was diagnosed as a high risk pregnancy, generated by the access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory. On (B)(6) 2011, the erroneous sample was repeated and a new redrawn sample was also run on the same unit. The repeat and redrawn sample produced higher results in different gestational category that fit the clinical picture of the patient. The erroneous results indicated the patient was miscarrying; however, the repeat testing confirmed she was 8 weeks pregnant. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Patient sample was drawn in 7 ml bd serum sample tubes with no gel separator and was centrifuged for 10 minutes at 5500 rpm after the sample was allowed to clot for 19 minutes. The tubes were transferred from a different facility. System check from (B)(4) 2011 passed within instrument specifications. Qc was out of specification one day after the event and level three bhcg qc was out of specification three days after the event. On (B)(4) 2011, a bec field service engineer (fse) was on site and performed the following: rebuilt the precision pump and replaced and realigned the pipettor tip. Replaced ultrasonics and adjusted the high voltage control of the luminometer. Cleaned and adjusted rv sensors and there have been no reported issues with the instrument since service completed repairs on (B)(4) 2011. Although several hardware repairs were required by the fse at the time of service, a definitive root cause for this event has not been determined to date for this event.